Manufacturer narrative:
Date sent to FDA: 7/1/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-25062020-0000754527 submitted for adverse event which occurred on (B)(6) 2016. Mwr-25062020-0000754529 submitted for adverse event which occurred on (B)(6) 2018. Mwr-25062020-0000754530 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2016, (B)(6) 2018 and (B)(6) 2019 due to recurrent ventral incisional hernia and adhesions. No additional information was provided.